Event description:
Patient seen in emg and right lower limb heated by a heatpac from hydrocollator. The patient complete the nerve conduction study and an emg after. No signs of any skin irritation during testing. Patient stated pain and blister on heel and right calf on (B)(6) 2019. Patient went to ed on (B)(6) 2019 for treatment and diagnosed with partial-thickness burn. Patient now being treated by wound specialist, (B)(6) us. FDA safety report ID # (B)(4).